Manufacturer narrative:
This system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this electrode delivered an inappropriate shock due to oversensing of noise. Additional information provided from the field indicated surgical intervention was performed and the electrode was repositioned. Approximately two weeks after the revision procedure, another inappropriate shock was delivered. Eventually, the physician decided to explant and replace the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual analysis noted a slight compression at the distal area of the distal shocking coil. Testing was completed to assess electrode electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.